Event description:
It was reported that an aseptico endo dtc possibly caused several files to separate. In some cases the separated piece was retrieved; in others, the canal was filled with the separated piece in place.

Manufacturer narrative:
Because evaluation of the unit is not complete as of this MDR evaluation and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability. The file separation events will be reported via asr, as appropriate. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.